Event description:
On (B)(6) 2011, pt reported having concern with the button on the infusion device sticking. Pt stated the up button on the infusion device is not working. Pt reported she noticed the issue a couple of weeks ago. Pt stated she was attempting to bolus when she noticed the issue. Pt reported the button pops back up after being pressed. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.